Event description:
A caller reported that the pump's quick bolus and wake button was difficult to press, requiring multiple attempts to activate the pump screen. There was no reported impact to the customer's blood glucose level. Customer continued to use the pump, however a replacement pump was sent to resolve the issue.